Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Body mass index (bmi) - 37.7 kg/m2.

Event description:
A patient who was enrolled in a study underwent a da vinci assisted pulmonary lobectomy surgical procedure. The patient was reportedly difficult to intubate and suffered with confusion, disorientation and agitation post-operatively requiring a prolonged ICU stay (six days). The event was resolved, and the patient was discharged on post-op day 7. The patient has asthma and chronic obstructive pulmonary disease (copd) listed as prior health conditions that may be relevant to this incident. There was no report of a da vinci device malfunction. The study investigator reported the event as a serious adverse event, the severity of the event as severe, having a causal relationship to the procedure, and a possible relationship to the patient's underlying disease status.